Event description:
A patient underwent hydrus microstent implantation in (B)(6) 2022. On post-operative day 1, unmedicated iop was well-controlled, with 1+ corneal edema and 3+ pigmented cells present in the anterior chamber. Vision subsequently became blurry and was 20/150 on post-operative day 4 with diffuse stromal edema, no fibrin or vitritis. Iop was 11 mmhg and a course of steroid treatment every 1 hour was initiated followed by a trial of atropine and betopic. Approximately 2 weeks post-op, the iop was 30mmhg with no improvement in the corneal edema so alphagan and diamox treatment was initiated.

Manufacturer narrative:
The hydrus microstent remains in-situ and is not available for evaluation. Device identifiers and additional patient information have been requested; a supplemental report will be filed if new information is received. The surgeon's consultation with expert opinion md (eomd) suggested that corneal edema was not likely device related and steroid induced iop elevation was discussed. Blurred vision, corneal edema, and elevated iop are listed in the device labeling as potential adverse events. Manufacturer reference#: (B)(4).